Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated when analysis is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the conductor coils were deformed at 128 mm from the terminal pin. The damage to the conductor coils was consistent with damage caused during the explant procedure. Resistance and pressure tests were then completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observation.

Event description:
Boston scientific received information that this right atrial pacing lead dislodged one day post implant. The pocket was reopened. The lead was explanted and replaced with another manufacturer's lead. No adverse patient effects were reported.